Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, there were hemogard caps that are a different shade of color. These tubes create an error message on the track of the automated machine. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2025. Investigation summary : bd received 116 samples and 2 photos for investigation. The evaluation of the returned samples and photos revealed tubes with slightly varying cap colors. A visual evaluation of the 100 retained samples did not find any color variation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: color variation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, there were hemogard caps that are a different shade of color. These tubes create an error message on the track of the automated machine. No adverse impact was reported regarding the patient or user.